Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl due to motor error alerts on insulin pump. Customer was very concerned about being without a insulin pump due to manual injections not working for him. The customer was declined to troubleshooting. Assist customer with clearing alarm as applicable. The customer stated that drive support cap was flush. Insulin pump will not be returned for analysis.